Event description:
It was reported that the patient underwent surgery on (B)(6) 2009 and a sling was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported the patient experienced pelvic organ prolapse and stress urinary incontinence and underwent sling revision, removal, and replacement of suburethral sling with monarc + subfascial hammock with vaginal hysterectomy on (B)(6) 2010. It was reported that the patient experienced pelvic pain with mild bladder outlet obstructive symptoms and underwent partial removal of sling on (B)(6) 2011. No additional information provided at this time. (B)(4).

Manufacturer narrative:
(B)(4).